Manufacturer narrative:
Initial MDR 2517506-2023-00253 was filed on 22-nov-2024 in accordance with 21 cfr 803. Additional information (18-jan-2024): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the full tubing set, diluent syringe, rotary valve, pump, auxiliary pc board, motor control board, power supply, and sample conduit cable. The cse also performed a decontamination of the sample path. The cse resolved the issue by replacing the components. The cse verified system performance post-service by performing quality controls and precision which resulted acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed sodium result was obtained on one patient sample using a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A falsely depressed sodium result was obtained on one patient sample using a dimension exl with lm instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.